Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump was tested with a new battery cap, and no blank display was noted.

Event description:
The customer called to report a blank display. Troubleshooting was performed, and there was no damage to the battery cap. The customer stated sometimes, the display returns after inserting a new battery. Nothing further was reported.